Event description:
It was observed that during the device evaluation, the flex video scope exhibited j-tube has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: j-tube has foreign objects; the use of products that contain silicone can cause deposits of white foreign material. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.